Event description:
Med select drug delivery system has been installed in facility. There are many questions on the screen prior to acutal dispensing of medications on the patient profile. However, after meds are entered multiple drawers open with 4-6 meds in each drawer, one must then hunt through all the open drawers to find the correct drug and dose. The drawers are not labeled (ie drawer 21 space 4). Rptr fears great potential for many medication errors with this system as it is currently designed. There is no safety check once the drawers open. Reported to pharmacy and hospital authorities but no action. "(Its the system we use, you have get used to it)."